Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. In 2000, consumer sought medical treatment for infection at the piercing site on one earlobe. The site was lanced and drained, given intravenous antibiotics, was released and prescribed another antibiotic. Pt did not return for f/u visit and in 2000 consumer again sought medical treatment for the same condition. Again consumer rec'd IV antibiotics, was released and prescribed oral antibiotics and pain medication.